Manufacturer narrative:
It was claimed that the device have a defective air gas module. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the air flow was less than normal on patient. Device was check and it failed pre-use check at flow transducer test with error code 1, which indicates the inspiration air offset could not be stored persistently - value is out of range. Air gas module was checked and replaced, which resolved the issue. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 10/07/2020. Corrected manufacture date: 10/05/2020.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).